Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. An investigation summary was performed. The investigation of the complaint articles has shown that: we have received the tip of the screw back for investigation, the rest of the screw with the shaft, head threat and the head connection is missing. Also it¿s visible that in the cannulated screw is something like bone. We are not able to determine the exact reason for this reported problem, but we assume that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide (016.000.323, page 15 and following). Unfortunately we are not able to review the manufacturing records, as we do not have anything supported with the lot no. And on the screw the lot no. Is not visible anymore. No indication of a product fault. No corrective action required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): device broke intra-operatively and was not fully implanted or explanted.device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: a ten (10) minute surgical delay was reported.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that two screws got implanted and one got broken and half part of the screw is available for evaluation and rest of the part of screw is inside the patient body. This report is 1 of 1 for (B)(4).